Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant attempt the lead could not be placed in the ventricle. It was also reported that when the physician removed the lead there was tissue on the helix. While exercising the helix outside of the body, helix extension "took time but then it came out immediately". The lead was not used and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - us FDA MDR - product event summary (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal end/electrodes were covered in blood and with body tissue/fibrotic growth. Analysis comments: the lead was returned with the helix fully retracted and blood and tissue in it. However, helix was able to be extented and retracted within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.